Manufacturer narrative:
Additional information received on 1/15/2020, indicated the date of explantation is (B)(6) 2020. Patient date of birth was identified as (B)(6) 1994. Patient age at the time of event has been updated to 25 years old. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with mentor memorygel breast implants 425cc and experienced bilateral double bubble and bilateral anisomastia. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.